Event description:
It was reported that the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported. The customer declined service.